Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that incorrect measurement issue was observed on the device. The device did not trigger elective replacement indicator (eri) at the right voltage. The patient was stable and being monitored.